Event description:
Customer reported that he had unexplained low blood glucose. Paramedics were called to assist customer at home. The blood glucose reading at the time the paramedics arrived was 15 mg/dl. Customer stated that in may of this year he fell down sixteen steps, he suffered bleeding in his brain and memory loss since the incident. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.